Event description:
After surgeon injected newly implanted lens, it was noticed one of the haptics was broken off the lens. Lens explanted and new lens implanted without incident. Manufacturer notified and sales representative to pick up defective lens.====================== manufacturer response for introacoular lens implant, acrysof iq iol 22.0d======================alcon sales representative picked up the lens. She spent time in the or with surgeon and nursing staff. They reviewed techniques for loading cartridge and injection of lens. A faint line near the haptic was noted on occasional lenses. Manufacturer representative to take this information back to alcon for investigation